Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as cmp-(B)(4). The customer returned an air dermatome for device evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome one time. The last repair was (B)(6) 2016 where it was reported that the device was not working and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on july 11, 2014, and is over 2 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome revealed that the calibration and motor speed were within specifications. The 1", 3" and 4" width plates and screw driver all showed signs of damage. The hose also had several nicks in it. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, hose, screw driver and width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be performed to try to replicate the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The air dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not cutting skin properly. No patient involvement. No adverse events have been reported as a result of the malfunction.